Event description:
(B)(6), 2011. Re: breast implant rupture ((B)(6)-2011) - (B)(6). (B)(6). I had mentor breast implants on (B)(6)-2002 by dr. (B)(6). Around (B)(6) 2011, I noticed that my right breast seemed to be getting smaller. Then on (B)(6)-2011, I began to have pain and could feel lumps in the right breast, so I made an appointment with dr. (B)(6) for the next day (B)(6)-2011. On that day dr. (B)(6) after examination scheduled me for a 7:00am operation on saturday (B)(6)-2011 because the right breast was ruptured and he was very concerned. Dr. (B)(6) felt the urgency to perform the operation only 2 days after initial visit (please note: his concern was urgent enough that he performed the surgery on saturday when the operating room is not normally in use). Due to the severity of the rupture, I did not have time to contact dr. (B)(6) to confirm what type implants he initially installed. When dr. (B)(6) opened my chest cavity to view the implant, he stated in his report that there was no manufacturer name nor serial number on the implant. Therefore, dr. (B)(6) implanted what he believed to be closest to product currently used. Had we known the product was mentor and had we been given any warranty information from dr. (B)(6), we certainly would have used mentor products for replacement. No warranty information was given to us or even mentioned to check the mentor website by dr. (B)(6). I had no idea that breast implants offered limited warranties until dr. (B)(6) mentioned that I should contact mentor to get my warrantied product claim started. Please note report of operation from dr. (B)(6) was faxed to me on (B)(6)-2011. Dr. (B)(6) recorded the following in his notes: ruptured right breast implant with severe calcification of right breast capsule, which was removed. Left breast was also removed and replaced, and it was noted that it was a 275cc implant filled to 301cc, and neither implant had a serial number. Due to the rupturing of the implant and the calcification on the right breast, I am concerned about my future health and medical issues from the ruptured implant. In addition, I am very concerned by the fact that no manufacturer name or serial number was on either implant, as I now understand that this is the information utilized for recall purposes. I have consulted your mentor website warranty information, which states, "the first breast implant manufacturer in the industry to offer a limited warranty on all our breast implants," and further states, "all mentor breast implants come with a free, limited warranty program that offers lifetime product replacement and limited financial assistance if needed. Because your peace of mind comes first." I have also consulted the website of dr. (B)(6) from the (B)(6). The website has a breast implant offer for (B)(6) 2011. His particular ad states in part, "manufacturers (mentor and allergan) offer a lifetime warranty on their implants in the event of implant rupture. And, if the rupture occurs within the first 10 years of implantation, both (mentor and allergan) offer a financial warranty of (B)(6)." When I spoke to a mentor representative on the phone shortly after my return home from surgery, I was told my specific implants had no warranty. I questioned why there were no serial numbers or the mentor brand name on either implant, and asked the representative, "isn't this information needed and used for recalls?" She abruptly informed me, "that the implants in question had never had a recall." Other than the year and date of installation ((B)(6)-2002) the representative had no additional information to reference whether there had been a recall made on this implant product. I am requesting that mentor do the following to honor their written, stated warranty. Reimburse me the cost of the implants since there was no brand description or serial number on the original product and since the urgency of the rupture left no time for me to contact the original physician, dr. (B)(6). Reimbursement of the financial warranty "in event of implant rupture within the first 10 years of implantation of (B)(6)."